Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the blood glucose (bg) level was 300-500s mg/dl and a correction bolus was delivered. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The cause of the high bg was not known. The customer was treated with intravenous insulin drip. The customer was discharged the next day with the high bg and dka resolved. As the event occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the event.